Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported the bd vacutainer® eclipse¿ blood collection needle had the hub separate from the device during use. This event occurred 7 times. The following information was provided by the initial reporter:¿customer reported hub/collar separation.